Event description:
On an unknown date in (B)(6) 2020, this patient underwent emergency endovascular treatment of a type a aortic dissection using gore® tag® conformable thoracic stent graft with active control (ctag ac) system. On an unknown date in 2020, computer tomography scan revealed a stent graft induced new entry (sine) proximally of the ctag ac. On (B)(6) 2020, the patient underwent a reintervention. An additional ctag ac was deployed to extend the device proximally. The patient tolerated the procedure. The physician stated that it would be possible the sine could have been prevented if the previous procedure used a device that was one size longer and the angulation control was used tighter.